Event description:
Allegedly the pt is near skeletal maturity and the surgeon wishes to revise this implant to a standard guardian distal femur. Some damage to the expansion mechanism is visible on x-ray.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in another country.